Event description:
It was later reported that the ventricular assist device (vad) was electively explanted after exhibiting thrombus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial number this event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced leukocytosis and persistent fevers after a ventricular assist device (vad) exchange despite being treated with broad spectrum antibiotics immediately post-op. A computerized tomography (CT) of the chest, abdomen, and pelvis and repeat blood cultures were performed but the etiology was unclear. Blood cultures were positive but were suspected to have been contaminated. The patient¿s antibiotics were changed. Additionally, patient had trach aspirate cultures which were unrevealing. Fevers and leukocytosis had been waxing and waning, so another antibiotic was initiated. Subsequently, the patient experienced a major gastrointestinal (gi) bleed. The patient¿s hemoglobin (hgb) dropped from 7.7 to 4.4 with no clear cause. An orogastric tube was placed and fresh blood was visualized. A rectal tube was also noted to have dark blood. Anticoagulation was discontinued, and the patient was treated with blood products. A gi scope revealed an ulcer. Epinephrine was injected, and the ulcer was clipped. The gi bleed resolved. The patient continued to have rising white blood cells (wbc) and persistent fevers. It was suggested at this time that it may be a reaction to a gi issue, specifically gut translocation. Repeat blood cultures were drawn and were unrevealing for infection. The patient became clinically worse with fevers and elevated wbcs. The patient¿s antibiotics were changed again, and the patient was started on steroids as it was suspected that the fevers may be an inflammatory reaction. The patient was afebrile since starting on the steroids. All antibiotics were discontinued, and infectious disease signed off on the patient with a diagnosis of inflammatory reaction resulting in fevers and increased wbcs. The inflammatory event was deemed resolved. The vad remains in use. The patient was a participant in the vad destination therapy trial improved blood pressure management clinical trial. No further patient comp lications have been reported as a result of this event.